Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the customer placed the base reagent bottle in the wash 1 reagent bottle location on the instrument. The cause of the discordant bnp and vitamin d results is user error. The customer drained the wash solution from the reservoir bottle. The cse ensured that the reagent lines were not contaminated with base reagent and wash 1 reagent. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant brain natriuretic peptide (bnp) and vitamin d results were obtained on multiple patient samples on an advia centaur instrument. The initial results were reported to the physician(s). Bnp and vitamin d repeat testing and corrected result information is not available. There are no known reports of adverse health consequences or patient intervention due to the discordant bnp and vitamin d results.